Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Unknown device disposition.

Event description:
The manufacture was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a perceval valve pvs23 was implanted and explanted on the same day on (B)(6) 2021. No further information about any device malfunction or patient outcome was received from the site regarding this event.

Manufacturer narrative:
Fields updated: b4, g3, g7, h1, h2, h6. The manufacturer attempted to retrieve additional information on the event and on the device disposition after the failure to implant experienced. However, no additional information has been received to date. Based on the limited information available, it is not possible to establish a definitive root cause on the reported event. However, from the document review performed, no manufacturing deficits were identified. Should the manufacturer receive further information in the future, an update to this reporting activity will be provided.